Manufacturer narrative:
A return has not been received from the customer. Investigation summary: the customer reported a value of 0.00 despite the presence of an invalid test result flag that occurs on the axsym system to prevent reporting a 0.00 result. The customer was not able to produce evidence that the reported result actually occurred. According to the axsym system operations manual (feb. 1996, r3), error code 1113, invalid test result, read value (#) is generated when a rate of <or=to 0.00 is calculated for a result. Assay package inserts, under limitations of the procedure, state to evaluate results in conjuction with clinical observations of the pt. Additionally, a review of the june 1997 trending report (encompassing 12 months data) was performed for u.s. Complaints against the axsym analyzer. No adverse trends requiring further investigation were found. This is the final report.

Event description:
On 05/12/1997, the account reported an erratic result for the bhcg assay, which was run on the axsym analyzer. A result of 0.0 miu/ml was received several times and reported as <5.0 miu/ml. On 05/14/1997, the physician questioned the result and the sample was repeated. A result of approximatley 140,000 miu/ml was received, which repeated at 142,530 miu/ml. The patient results could not be retrieved by the account to verify if an error code of 1113 was generated with the o.o miu/ml results. The account believes the results of 0.0 miu/ml were due to operator error. No report of injury.